Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that inaccurate settings on the pump caused the customer to experience a low blood glucose (bg) level. Review of the pump settings verified that the customer had an incorrect profile active. The customer consulted with the healthcare provider regarding removing the incorrect profile. The customer declined to provide treatment method.